Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) exhibited infection. Reportedly, the patient had a skin cancer and the site became infected and migrated to the pocket. A revision was performed and the crt-p along with the right atrial (ra), right ventricular (rv) and left ventricular (lv) leads were explanted. This explanted crt-p will not be returned.